Event description:
Valve failed to close at the end of cycle 1 and again after an attempted return a second time. The donor was going to be dc'd and the valve closed suddenly. The valve was hot and melted the harness tubing. No red blood cell's returned. Greater than 200 ml of red blood cell were discarded.